Event description:
Caller reported a malfunction on pump identified by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was guided by technical support through pump history, confirming multiple occurrences of the malfunction. Technical support resolved the issue by sending a replacement pump with updated software and provided instructions for storage mode and pump return. Customer was informed about the availability of training through their tandem source account and acknowledged the steps required upon receiving the new pump.